Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. Technical support (ts) reviewed the ventilator logs and confirmed an auxiliary alarm supply failed error code and a cooling fan error code. Ts suggested replacement of the pm pcba and provided the customer with parts ID. The customer confirmed that replacing the pm pcb resolved the issue and the unit is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the check vent alarm comes on when the ventilator is powered on. The customer reported that there was no patient involvement.